Manufacturer narrative:
H6: investigation summary: no customer samples and no photos were received in support of this complaint. Therefore, 10 production lot in-house retention tubes from each lot were functionally tested and the customer's indicated failure mode of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode because the defect was not observed in the retention sample testing. The device history records were reviewed on all lots affected with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "multiple laboratories and nursing units have been reporting challenges drawing with lot numbers 1137429 and 1074784. Nurses report they are unable to use the devices for line draws as they are not filling all the way."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1137429, medical device expiration date: 2022-05-31, device manufacture date: 2021-05-17. Medical device lot #: 1074784, medical device expiration date: 2022-03-31, device manufacture date: 2021-03-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "multiple laboratories and nursing units have been reporting challenges drawing with lot numbers 1137429 and 1074784. Nurses report they are unable to use the devices for line draws as they are not filling all the way."